Manufacturer narrative:
.

Event description:
The reporter stated the surgeon implanted a cc4204bf collamer single piece lens in 2007. The lens was explanted seven days later, due to a tear in the lens. There was no reported injury and another lens was implanted. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.